Event description:
In this event, it was reported that a patient experienced symptoms that were described as a systemic allergy type IV, possibly caused by an ankylos implant; no medical/surgical intervention resulted from this event. Latex gloves were used by the dental professional in this case. As of this MDR eval, the implant has not been removed.

Manufacturer narrative:
While it is unk if the implant used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval as it is in situ.